Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the on/off switch was inoperative, and the device would not power on, due to the missing lid latch assembly. The customer received a replacement device.